Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon discovered a crack on a 12.6mm, vticmo12.6, -5.5/1.0/88 (sphere/cylinder/axis), implantable collamer lens after it had been injected. The lens was removed and replaced within the same surgery and the problem resolved. No patient injury was reported. Cause of event was unknown.